Manufacturer narrative:
Edits to all fields. New information determined this is a duplicate of report 3004788213-2019-00296.

Event description:
This is a duplicate of report 3004788213-2019-00296.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed to remove a mobi-c device due to instability and sublaxation at c5-6 that was discovered five months post-op. No further information has been provided.